Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02338. Related manufacturer reference number :1627487-2021-02339. It was reported patient was unable to place ipg into MRI mode and the pc displayed the message¿ MRI not advised ¿diagnostics indicated that one of the leads had high impedance and x-ray indicated that one lead had fractured. Therapy was maintained by one lead programming. As a result, patient underwent surgical intervention wherein the leads and ipg were explanted and replaced with new ones thereby addressing the issue.